Event description:
An article titled "incision-induced astigmatic changes in eyes undergoing simultaneous phakic intraocular lens explantation and phacoemulsification" about incision-induced astigmatic changes. Enlargement of incision, explant and other surgical interventions were required. Cause of the event was not reported.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).